Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg )was displayed as ¿high¿ with specific value unknown the customer changed the infusion set and cartridge to address the elevated bg, and continued to use the pump for insulin therapy.